Manufacturer narrative:
Info is unavailable; device was not returned for eval.

Event description:
It was reported that during a lap gastrectomy, the surgeon could not use handswitch button and then the active blade was broken. Another device was used to complete the case. There were no adverse consequences to the pt.